Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead alert triggered, and the right atrial (ra) and right ventricular (rv) leads exhibited a drop in impedances. The leads will be monitored, and remain in use. No patient complications have been reported as a result of this event.